Event description:
The physician claims that the graft was implanted for a graft reconstruction procedure. The procedure took 60 minutes. The graft was joined to the subclavian artery to act as a temporary bypass for blood transmission from the oxygenator. Immediately after blood transmission started the graft began to ooze blood. The amount of blood lost was more than 400 cc's. The blood that oozed did not come from the suture line. The patient's condition was reported as good. Additional information received on 01/21/2008: the graft was leaking from a hole in the device. Since the graft was being used as a temporary device, the physician did not take action to stop the bleeding, as it did not remain implanted. The patient's current condition was reported as not having a problem. The graft was not pre-clotted. On 01/28/2008, we learned that the information reported on 01/21/2008 was inaccurate. There was no hole in the graft. The bleeding (oozing) was observed throughout the entire length of the graft. (Note: the manufacturer considers this event to be a serious injury report based upon the quantity of blood lost during the surgical time).

Manufacturer narrative:
Being investigated. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending.